Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned for analysis. Primary analysis revealed no anomalies found. Additionally, outer insulation breached/cut, blood in/on the helix, and apparent explant damage were noted.

Event description:
It was reported that the lead was undersensing, dislodged and a ventricular perforation had occurred. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.